Event description:
During a follow up call the customer stated that they had been having problems with the sensors. The customer plays golf and the sensors would dislodge from their body whenever they are active. The customer stated that a week prior to the phone call they were playing golf a lot and with all the movement and sweating, the sensor dislodged. The customer could not recall their blood glucose at the time of the event. The customer stated that at times the sensors had fallen off. The customer stated that they have that the same problem with the infusion sets, which had happened three weeks prior to the phone call. The customer had noticed fluctuations with the sensor glucose readings during the golf games. But once they were done with the golf game the sensor would calm down and would start trending correctly. The customer stated that they were allergic to the adhesives of the sensor overlay tape and once the tapes were removed they left the site red ad itchy. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.